Event description:
The customer reported the ventilator alarmed and went vent inop while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was able to duplicate the reported problem. The service technician reported finding tubing between the inhalation pressure transducer and solenoid kinked. The service technician corrected the finding. Final extended self testing (est) and applicable testing was performed, and the ventilator passed per operating specifications

Manufacturer narrative:
(B) (4) = kinked tubing.